Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited low out-of-range pace impedance measurements less than 200 ohms and resulted in inappropriate atrial tachy response (atr) episodes due to oversensed noise. It was suspecte that ra lead insulation was compromised. Technical services (ts) reviewed troubleshooting options and possible causes, recommending atrial lead revision. The field representative planned to discuss this further with the physician. This ra lead remains in service at this time. No adverse patient effects were reported.